Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date in 1990 and received a silhouette stem and an unknown cup. It is unknown if the cup was a biomet product. Subsequently, the patient was revised on an unknown date due to an unknown reason. During the revision, the acetabular cup and liner were removed and replaced with competitor products. It was further reported that patient underwent a second revision on (B)(6) 2014 due to disassociation of the competitor's liner. During the revision, the competitor liner was revised as well as a biomet modular head because it would not separate from the liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Brand name - unknown, product identification & expiration date - unknown, implant date -- unknown, PMA/510(k) number -- unknown, manufacture date ¿ unknown.